Event description:
It was reported that patient was hospitalized due to hyperglycemia and low blood glucose was due to sensor issue, event on (b)(6) 2026.

Manufacturer narrative:
Validation error was observed for the outcome "Required Intervention to Prevent Permanent Impairment/Damage (Devices)." The outcome was removed from the Outcomes Attributed to AE tab; however, the outcome remains documented within the complaint information. The case was updated and resubmitted.Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing site: 3003442380.